Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965-25 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial epicardial lead displayed high impedance and was confirmed to be fractured. The patient was reported to have diminished function as a result of this event. A lead revision was performed; the proximal portion of the lead was explanted and the distal portion was left on the heart. A new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.